Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported the hinge on the top front cover of the architect i2000sr analyzer is broken and the lid is falling when not supported. No injury was reported and no impact to patient management was reported.

Manufacturer narrative:
The top front cover hinge of the architect (B)(4) was replaced and there have been no subsequent contacts for the issue by the customer since the part was replaced. Trending data and manufacturing documentation for the top front cover hinge did not identify any adverse trends or issues associated with the complaint issue. Tracking and trending for the architect i2000sr did not identify any systemic issues or adverse trends associated with the part or the issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the architect i2000sr analyzer.